Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a super bent cannula event on (B)(6) 2025. The blood glucose level of the patient was high which was treated with manual bolus. However, the patient was admitted to hospital on (B)(6) 2025 at 6:00 pm with diabetic ketoacidosis and high blood glucose level of 700 mg/dl. Also, the symptoms of the patient were feeling sick, unwell, headache, tired, weak, increased thirst, vomiting. During hospitalization, the patient was treated intravenously. The patient was released on (B)(6) 2025 at 4:00pm. Currently, the blood glucose level of the patient was 121 mg/dl. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: b3: date of event.

Event description:
To date, additional patient or event details were received which have been added in h11.